Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) displayed a fault code 5 and a message indicating a possible device malfunction had occured. Additionally, the battery status was found to be at eol.